Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the cordless driver 3 was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the device was found to have a displaced pinion gear. The device was repaired and returned to the user facility.